Event description:
As reported, during preoperative test, this fogarty embolectomy catheter was found damaged and the balloon had leakage. There was no allegation of patient injury. The device was received for evaluation and the balloon was found to be ruptured at central area. The ruptured edges did not appear matching at the rupture.

Manufacturer narrative:
The device was received for evaluation. The report of "balloon had leakage" was confirmed. As received, balloon was found to be ruptured at central area. The ruptured edges did not appear matching at the rupture. Through lumen was patent without any leakage or occlusion. No other visible damage was found from the catheter body and windings. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.